Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. In addition, the user guide was reviewed and states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the complaint description. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse events of peritonitis, characterized by cloudy effluent fluid, which warranted antibiotic therapy, hospitalization, the removal of the patient¿s pd catheter (not a fresenius product) and transition to hd therapy. Per the pdrn, the events were not caused by the use of any fresenius device(s) and/or product(s), as causality was attributed to a touch contamination event, due to poor aseptic technique during initiation and/or termination of treatment. Staphylococcus is commonly found in mucous membranes and the skin of humans and is usually indicative of touch contamination event. Additionally, relapsing staphylococcus peritonitis suggests colonization of the pd catheter with biofilm, and catheter removal is recommended. Based on the information available, there is no allegation or objective evidence a fresenius product(s) and/or device(s) deficiency, defect or malfunction occurred. Therefore, the liberty cycler set cassette can be excluded as the cause of the patient¿s serious adverse events. Patients undergoing pd therapy for rrt (manual or cycler based) are known to be at high risk for infections of the peritoneum. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient has peritonitis. Upon follow up, the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient dialysis clinic with cloudy effluent fluid. A peritoneal effluent fluid culture and cell count were obtained, and the cell count revealed an elevated white blood cell (wbc) count (result not provided). The patient was diagnosed with peritonitis and was started on ip vancomycin 1500 mg every other day x 21 days. On (B)(6) 2020, the peritoneal effluent culture returned positive again for staphylococcus capitis, and the patient¿s course of vancomycin was continued. The pdrn attributed causality to a touch contamination event, which occurred again during initiation and/or discontinuing ccpd therapy. On (B)(6) 2020, during a scheduled appointment with the nephrologist, it was discovered the patient¿s peritoneal effluent fluid remained cloudy and the patient was sent to the emergency room (ER) for the removal of the patient¿s pd catheter (not a fresenius product). While hospitalized, it was determined a biofilm had formed and the patient¿s pd catheter was surgically removed. Concurrently, the patient received a hemodialysis (hd) catheter (not a fresenius product) and was transitioned to hd for a minimum of four weeks. The patient tolerated the transition to hd well while hospitalized and was discharged home on (B)(6) 2020. The patient began outpatient hd on (B)(6) 2020 and is recovering from the events. The pdrn stated the events were unrelated to the utilization of any fresenius device(s) and/or product(s).